Event description:
Pt, (B)(6), called customer service to report an expedium rod he had implanted has broken. (B)(6) spoke with pt on (B)(6) 2015: (B)(6) 2015 xray revealed rod broken. Pt has pseudoarthrosis. No falls or other traumatic event reported. Originally implanted (B)(6) 2008 at (B)(6). Revision is scheduled for (B)(6) 2015 at (B)(6). Pt has researched on FDA website and found 3 other reports. Concerned product is defective. Pt would like the investigation results.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.